Event description:
It was reported that a home patient was unable to prime an infusor filled with desferrioxamine 1500mg in 49mlsodium chloride 0.9% bp. The device was taken out of the refrigerator three hours prior to priming to allow the product to come to room temperature. The home patient brought the infusor to the nurse and crystallization inside the tubing of the infusor was observed at that time. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received with approximately 10ml of drug fluid in the reservoir. The drug filled in the unit was desferrioxamine (1500 mg). Visual inspection of the sample noted excess amount of white drug precipitate located inside the tubing. As a result of the drug precipitate in the tubing, flow was not observed at the distal end of the luer. Forced priming was attempted, but flow was not observed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.